Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient was borderline between a 26 mm and 29 mm transcatheter valve. During the attempted implant, three deployment attempts were performed with subsequent recaptures. Upon 80% deployment of each deployment attempt, there was significant valve movement. Subsequently, the system was withdrawn from the patient, and a 29 mm transcatheter valve was used to complete the procedure. It was noted that a 20 minute procedural delay occurred. Per the physician, the patient's calcified anatomy contributed to the event. No patient complications were reported as a result of this event.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient was borderline between a 26 mm and 29 mm transcatheter valve. During the attempted implant, three deployment attempts were performed with subsequent recaptures. Upon 80% deployment of each deployment attempt, there was significant valve movement. Subsequently, the system was withdrawn from the patient, and a 29 mm transcatheter valve was used to complete the procedure. It was noted that a 20 minute procedural delay occurred. Per the physician, the patient's calcified anatomy contributed to the event. No patient complications were reported as a result of this event. Additional information was received that the valve dislodged upon 80% deployment. Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the max implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 6 mm. The direction of dislodgement was ventricular.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient was borderline between a 26 mm and 29 mm transcatheter valve. During the attempted implant, three deployment attempts were performed with subsequent recaptures. Upon 80% deployment of each deployment attempt, there was significant valve movement. Subsequently, the system was withdrawn from the patient, and a 29 mm transcatheter valve was used to complete the procedure. It was noted that a 20 minute procedural delay occurred. Per the physician, the patient's calcified anatomy contributed to the event. No patient complications were reported as a result of this event. Additional information was received that the valve dislodged upon 80% deployment.